Event description:
It was reported that the ventilator shut down during ventilation. There was no pt harm. (B)(4).

Manufacturer narrative:
The ventilator was examined on site by our field service engineer. No fault was found and no parts were replaced. The device logs were downloaded. Evaluation of the received device logs from the reported date of event contained a shut-down event from on-going ventilation which was not preceded by a standby mode as normally expected. This shut-down is logged as a normal controlled shut-down (when the operator/user toggles the on/off switch. Two minutes before the shut-down, alarms for inspiratory tidal volume overrange, peep (positive end expiratory pressure) low, and expiratory minute volume low were generated. These alarms, together, indicated a disconnect situation. Just before the shut-down the alarms were silenced by the operator/user which shows that the operator/user was present at the time of the shut-down. It cannot be determined if the shut-down in the logs was the reported issue but, there are no indications in the log files of a ventilator malfunction. This is supported by the fact that no fault was found and no parts were replaced during the investigation of the ventilator, and there were no technical error codes in the logs. The true cause for the reported event cannot be determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.